Event description:
Utilized for hernia procedure with mesh. Initially working well in deploying sorbafix to mesh and malfunctioned after; per surgical team: "twisting," and needed to be removed. Sequestered and new sorbafix utilized in its place.